Event description:
The patient reportedly was admitted to the hosp with a fever. The surgeon believed the patient had acute otits with pus in the mastoid area. Surgery was scheduled to drain the infection. The final diagnosis was sepsis and acute otitis. The patient is doing fine. The device remains implanted.